Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter.   Product return status: 11 devices were received. 1 device investigation type has not yet been determined.   Evaluation status: confirmed. 4 reported events were confirmed during testing. 4 devices were found to be affected by a worn dynamic seal. In progress: 7 device evaluations are in progress.   Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device was reportedly leaking. 11 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 12 previously reported events are included in this follow-up record. Product return status 12 devices were received.   Event confirmation status 11 reported events were confirmed; the cause traced to component failure. 1 reported event was not confirmed. Evaluation results 9 devices were found to be affected by a worn component. 2 devices were found to be affected by a hole in the hose. 1 devices had no device problem found.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device was reportedly leaking. 11 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.